Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 52-year-old female patient with no symptoms but left frozen shoulder 6 times since (B)(6). There was no additional patient information, nor details surrounding the event at the time of this report. Return product is availabe for investigation. Method: date : collected: tested: result : test sample: I-stat hs-tni, (B)(6) 2025, 15:25 - 15:41 , 219.9 ng/l , positive, venous whole blood, I-stat hs-tni, (B)(6) 2025, 15:25 - 16:06 , 182.4 ng/l, positive , venous whole blood, I-stat hs-tni, (B)(6) 2025 , 15:25 - 16:30 , 146.7 ng/l , positive , venous whole blood. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-oct-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25126a.

Event description:
Na.